Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Calibration and quality controls on the day of event occurrence were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found a clog in the reaction cuvette washer probe 2 and repaired it. The cse performed wash 2 rinse sequence and ran quality controls, which were acceptable. The cause of the discordant, falsely elevated co2_l results on three patient samples is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated liquid carbon dioxide (co2_l) results were obtained on three patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower and matching the historical results of the patients. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_l results.